Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a disappearing endoscopic image due to a connection issue between the camera head and the otv during an endoscopy procedure involving an olympus video system center. There was no patient injury reported.